Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate high readings of "300-400 mg/dl" compared to "127 mg/dl" obtained on another device. The patient manages her diabetes with an insulin pump. The alleged high reading began on (B)(6) 2010 at 3 am. The patient reportedly did not make any alterations to her diabetes management due to the alleged high readings. Sometime after the onset of the alleged inaccurate high reading, the patient developed symptoms described as "sweaty and acting like a drunken person." Self-treatment with soda and cereal was administered at the time of concern. It would have been helpful to clarify the circumstances surrounding the alleged incident and to obtain some of the contributing factors that may have lead to the alleged hypoglycemic episode. According to the troubleshooting performed with customer service, the reported readings were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. No control solution was available to check the subject meter and test strip during training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed that she developed symptoms that can be suggestive of hypoglycemia and receive medical intervention after the alleged inaccurate high issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.